Event description:
The patient's mother reported the patient is receiving electrical shocks from the device. According to the patient's mother, the shocks occur approximately once a week. The patient was referred to their primary cardiologist. According to the manufacturer's device registration, the device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.